Event description:
The lid latching assembly on the microhematocrit centrifuge had loosened to the point where the lid could no longer be latched during operation. To enable medical engineering's repair of this problem, the centrifuge needed to be opened. The latch was adjusted to allow the lid to be closed properly, but the motor mounts were found to be in varying stages of deterioration,with one completely sheared. The centrifuge was taken out of service.